Event description:
The recipient is reportedly experiencing pain at the incision site following surgery. The recipient went to the emergency room and had a CT scan completed. The recipient's medical issue is not suspected to be device related, but rather a side effect of surgery. The recipient was prescribed prednisone and diamox for presumed post cochlear implantation hydrops. The recipient's symptoms have improved. The recipient remains on the medication prescribed.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The antibiotics and steroids were reportedly prescribed as routine post-op prescriptions by the surgeon. This is the final report.